Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing hydromorphone for non-malignant pain. The patient stated that ever since they had the pump implanted, they had been having issues with the handset, took a long time to connect to the pump. The patient stated that it would take 2-3 minutes for the handset to load to 90% and then it took 5 minutes before the other 10% came in. The patient also stated that the handset would not give them a bolus if the handset battery was less than 50%. The patient mentioned that they were supposed to get 12 boluses a day, but they were out so they missed them. The patient mentioned they were scheduled to go to the doctor tomorrow (B)(6) 2026 and the refill date was april 4th, but the doctor had taken out a lot of medicine so they were debating if they should go tomorrow or not. The agent walked patient through clearing the data on the handset. The patient mentioned was seeing system error code 156 during trouble shooting. The agent educated caller on closing myptm app after boluses. The troubleshooting steps that were taken on the call resolved the issue.